Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 224 mg/dl, 109 mg/dl, and 96 mg/dl. Low blood glucose symptoms were reported with these results. Customer self-treated with cheese and crackers; low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.